Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. Field service engineer corrected the pathway to monitor the device from troubleshooting app. The system functioned as intended. The reporter occupation details is not available kept blank.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stuck on blue screen during a procedure. Customer states that users were unable to remove medications from the station and but it would cause potential delay in patient care. There were no adverse events or injuries reported based on this incident.